Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 286 mg/dl after a larger than usual lunch and planned to take a walk to reduce glucose, with no alerts or alarms noted on the device. Symptoms included none reported. Outcomes included self-management with planned glucose monitoring and a follow-up check by the agent to ensure downward trend. Investigation included troubleshooting and education over the phone regarding potential postprandial causes and confirmation that infusion set and tubing were recently changed and insulin delivery was felt by the user. Investigation of this case revealed no device malfunction was identified and the event was consistent with postprandial hyperglycemia with cause not fully determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-reported larger meal and physiologic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.